Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm and an aneurysm within left common iliac artery that were treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses. On (B)(6) 2016, a type iii endoleak originating from the disconnection of the iliac branch component and the internal iliac component was identified. It is unknown what might have caused the disconnection. On (B)(6) 2016, the endoleak was successfully solved with the implantation of two additional contralateral leg endoprosthesis. The patient tolerated the procedure.